Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the device was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue ¿during fluoroscopy lines were appearing and the machine got automatically switched off while the patient was on table¿. Review of the log file shows x-ray generator error. Fse also found issue with roco. Fse replaced the roco (roco valera unit) and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that during fluoroscopy lines were appearing and the machine got automatically switched off while the patient was in table. No harm to the patient has been reported to philips.